Manufacturer narrative:
The motor controller (mc) board was previously returned for failure investigation testing. After testing, it was determined that the root cause was failure of capacitor c129. The pm pcba was also returned for analysis and investigation found the transistor q101 was found moved from its pads, and resistor r40 measures open circuit. It was concluded that both phenomena are due to a current surge associated with the failed capacitor c287 in the mc board. The power supply was also returned for failure investigation and no faults were found with it.

Manufacturer narrative:
The motor controller (mc) board was returned for failure investigation. The mc board was tested, and the root cause was a failure of capacitor c129. Customer complaint verified. The power management and power supply were not received at this time. A supplemental report will be submitted when these parts are received for failure analysis.

Manufacturer narrative:
Per biomedical engineer the power management and motor controller board was replaced to address the reported issue. The issue occurred during setup for patient use and the unit did not shut down. The biomedical engineer also reported that during servicing of the unit it was noted that the device was also not recognizing that it was plugged into an ac outlet, indicating that the power supply had an issue. The power supply was replaced, a full performance verification was performed on the device after the repair and the device is in proper working condition.

Manufacturer narrative:
Date of report: 02aug2021.

Event description:
The customer reported that the unit is overheating the power management board. The customer reports that during set up for use, the unit stopped working. The customer reported that the unit was not in use on patient. The issue occurred during setup for patient use. The biomedical engineer contacted product support and reported that the unit emits an odor. The customer reported that the power management board had thermal damage. The biomedical engineer replaced the power management board and the issue occurred again. The l2 coil was charred. Product support advised customer to order a power management (pm) board and motor controller (mc) board and replace both at the same time. Further information is pending.